Event description:
Employee noted blood on her hand after degloving after a patient procedure. The glove integrity was checked for any tears and holes with none noted. Another set of gloves from the same box was tested with ink to verify glove integrity with saturation break through evident again.